Event description:
It was reported that during a craniotome surgical procedure on a pediatric patient, it was observed that the cutter device broke. The reporter stated that no pieces of the device fell into the patient. It was further reported that all pieces of the broken device were retrieved. As a result, there was a five minute delay in the surgical procedure. An identical spare device was available to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Type of report was incorrectly selected as serious injury in the initial report. This event is a malfunction. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and dimensional assessment was performed and the reported condition was confirmed. All measurable dimensions of the device met specifications. It was determined that the device fractured due to excessive force. The assignable root cause was determined due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.